Event description:
On (B)(6) 2012, the reporter called animas alleging that the up arrow keypad button is intermittently unresponsive, requiring several presses to respond. The keypad is reportedly intact. The reporter also alleged that the pump casing is cracked. The patient reportedly wears the pump on her belt and cleans it with a damp cloth. There is no adverse event associated with this complaint. This complaint is being reported because the alleged malfunction of the keypad remained unresolved.

Manufacturer narrative:
Follow-up # 1 06/20/2012 - device evaluation: the insulin pump has been returned and evaluated by product analysis on 05/21/2012 with the following findings: on inspection, there is no visible damage to the keypad. Testing confirmed intermittent response to button presses on the up arrow button. Multiple button presses are required before the up arrow button will engage. None of the buttons on the keypad have normal spring back or click. The keypad was removed for investigation revealing contamination under the contacts of all buttons. There is a crack at the battery compartment, at the opening of the battery chamber extending down to the primary seal. The returned battery cap was able to be fully tightened until o-ring was seated and cap was flush with the pump case. There is no issue with loss of power. There is no evidence of moisture damage in battery compartment.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.